Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called in to get replacement forks for this chair, stating that the right side fork was bent and the dealer believes the customer ran the chair in to something.